Manufacturer narrative:
The review of the manufacturing and sterilization paperwork verified that the lot met all pre-release specifications. According to the gore® viabahn® endoprosthesis instructions for use, complications associated with the use of the gore® viabahn® endoprosthesis may include but are not limited to: infection. (B)(4).

Event description:
The following was reported to gore: on (B)(6) 2017, this patient underwent endovascular repair of the left superficial femoral artery occlusion using two gore® viabahn® endoprostheses. The patient tolerated the procedure. On (B)(6) 2017, the patient presented to the hospital and complained of pain of the treated area. According to the patient, onset was approximately one week ago. The physician elected to monitor the patient. On (B)(6) 2017, c-reactive protein (CPR) was high (10.0). The physician additionally reported as follows: the device was patent without issues. Computed tomography (CT) showed misty area (2-3 cm in length) around the artery which was located a few cm distal to the proximal end of the device. The patient had no fever. Blood culture results was negative. The patient was on antibiotics, and this might have affected to the blood culture test. Percutaneous aspiration was performed, however, there was no abscess and nothing was aspirated. The possibility of infection could not be entirely excluded, however, the patient had no fever, and diagnosis was not made for now. On (B)(6) 2017, crp was elevated to 20.0. On the same day, antibiotics was changed from meropen to vancomycin. The patient did complain of pain, and explantation of the endoprosthesis and femoral popliteal bypass surgery was considered. On (B)(6) 2017, after vancomycin was started, crp was decreased to 10 and there was no complaint of pain from the patient. The physician decided to take wait and see approach until friday. On (B)(6) 2017, the patient discharged from the hospital. On (B)(6) 2017, it was reported that crp became normal with the administration of vancomycin. There was no complaint of pain from the patient. It was reported that the physician considered infection was highly suspected as the symptom of the treatment area was resolved with the change of antibiotics. It was unknown why the patient had no fever.

Manufacturer narrative:
Describe event or problem: corrected to clarify the previous description regarding (B)(6) 2017. Additional narrative: (B)(6) 2017 was elected as date of event since the onset of pain was approximately one week prior to (B)(6) 2017 according to the patient.

Event description:
Approximately one week prior to (B)(6) 2017, according to the patient, pain of the treated area was started. On (B)(6) 2017, the patient presented to the hospital and complained of pain of the treated area. The physician elected to monitor the patient.

Manufacturer narrative:
Initial report inadvertently stated that sterilization paperwork had also completed along with the manufacturing paperwork. The review of the sterilization paperwork now verified that the lot met all pre-release specifications.